Event description:
The customer stated the device had a general system check failure. No pt involvement reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.